Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/19/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a404 was received for evaluation, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parentera.l strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the fixation tab intact when the suture was placed in the patient? No further information is available. How were the broken pieces retrieved from the patient? Was an additional procedure required? No further information is available. How was the procedure completed? No further information is available. Device return status/follow up? The device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided.

Event description:
It was reported that a patient underwent a spinal canal stenosis surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the fixation tab was broken when used on the fascia though no extra force was applied. The broken pieces have been retrieved. There were no adverse consequences to the patient. No additional information was provided.